Event description:
It was reported by the customer that a pyxis medstation es system down in our surgery department and overrides was required instead of remove. Customer stated that use this pyxis to get medication for patients during surgery. They are just able to type in a medication and then click remove. System saying remove instead of override and tried multiple things didn't work. There were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to remove medication to a patient without an active order and station has to be configured as non-profile mode. A techinal support specialist checked station changed on a non-profile mode. Customer confirmed able to remove medication for patient without order. The system functioned as intended after techinal support specialist troubleshooted the device.